Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized in (B)(6) 2015 with blood glucose of 600 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer also reported to have experienced blood glucose versus sensor glucose with threshold suspend and numbers were off by two hundred points. Troubleshooting was performed to determine reason for high blood glucose. Customer reported that when hospitalized, infusion tube was removed and cannula was bent and curled up. Customer declined completing troubleshooting and requested assistance in knowing how much active insulin was still in the body. Customer was assisted.